Event description:
It was reported that, "liner exchange for instability."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.